Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the battery wire harness being disconnected from the power supply pcb assembly. Physio reconnected the battery wire harness to the power supply pcb assembly and then after other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. This was found during the morning check of their device. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on. This was found during the morning check of their device. There was no patient use associated with the reported event.